Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. One complaint was received during this report period. It was determined to be misapplication. The reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes "1" malfunction event which is associated with an opening not characteristic of the normal material. Patient information was not confirmed for this event.